Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she is having issues screwing the battery cap and she received low battery alerts and then failed battery alarms. When checking the insulin pump's alarm history; four motor error alarms were found since june. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to complete the rewind sequence. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.